Event description:
It was reported that this pacemaker device battery longevity was dropping faster than expected. Review of device data determined that the device was exhibiting an increase in battery power consumption more than anticipated due to high rate atrial sensing. The device was also noted to have the signal artifact monitoring (sam) software, which may also consume additional battery power. A boston scientific technical services agent provided guidance to the boston scientific representative to consider methods to reduce the patients atrial fibrillation and to consider programming the device to a non-atrial brady mode and turn off the atrial lead. The device remains in-service. No patient symptoms or adverse patient effects were reported.